Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the complaint of right hip pain. In providing additional information for a left hip revision (pi (B)(6)), rep provided an exam note from (B)(6) 2019 which describes pain in the patient's right hip. Exam note reports "episodic pain in her right hip with certain position or movement. What elicits pain is bending and squatting, and walking makes it worse. I see a complete lucency around the acetabular component and I suspect again a fibrous rather than osseus integration." The patient has not been revised as of (B)(6) 2019. Rep provided a patient packet including exam notes and a primary operative report, and reported that no further information will be released by the hospital or surgeon.